Event description:
The customer reported a contained leak of 2 ml of fluid under the shear valve of a coulter lh 780 hematology analyzer; the instrument had been serviced the previous day due to ongoing differential vote outs. The customer was wearing personal protective equipment (ppe) consisting of gloves, laboratory coat, goggles and glasses at the time the leak was noticed, and there was no report of exposure or injury in connection with the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/11/2015. The fse found the leak was coming from the diff shear valve (shear valve 85). The fse replaced the shear valve to resolve the leak and the repair was verified per established service procedures. (B)(6).